Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, there was dust discovered inside the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus electrosurgical unit for routine preventative maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that dust was inside the unit. This report is being submitted to capture the dust found inside the unit during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of dust inside the cabin could not be identified. However, it¿s likely the cause is related to an opening on the side of the product. Olympus will continue to monitor field performance for this device.